Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction and customer is not sure if there was audible noise. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
The customer reported a speaker malfunction and customer is not sure if there was audible noise. The device was not in use on a patient at the time of event, there was no patient involvement. The device was returned to philips repair authorized facility for evaluation. The bench repair technician evaluated the device and observed the reported issue. The technician replaced the speaker to resolve the reported issue. The device passed all tests and was returned to the customer's site.